Event description:
The customer states that they have noticed that patient samples processed using the architect cc glucose assay have generated erratic/high results. When a new reagent cartridge of the same lot was installed and patient samples repeated, the results were lower. The initial glucose result was 20.5 mmol/l (369.4 mg/dl) and the repeat result was 9.1 mmol/l (163.9 mg/dl). Corrected reports were sent out with no known adverse outcomes due to this issue. A field service call was initiated.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation results: blows. Investigation summary: the customer declined inspecting the architect c8000, and did not want to perform any troubleshooting for the erratic results issue. The field service representative fsr cleaned the clogged/obstructed probe wash bellows to resolve the erratic result issue. Complaint text notes the customer stated on (B)(6) 2009 they have had no further issues after the fsr performed service and cleaned the bellows. The architect c8000 system operation manual contains adequate information on resolving erratic results. The glucose package insert was found to contain adequate information. Review of complaint found no additional incidents of architect c8000 (B)(4) generating erratic results have been documented since the fsr serviced the c8000 and cleaned the probe wash bellows. Review of complaints did not identify any adverse trends due to issues with glucose erratic results or issues with erratic results generated due to bellows malfunction. The most probable cause of the erratic glucose results was a malfunction of the probe wash bellows. The actual cause of the erratic glucose results could not be determined with the information available. Based on the available information and this evaluation, no deficiency was identified for the architect c8000 analyzer list no. 01g06-01 or the bellows part no. 2-89054-02 related to the issue under investigation. This is the final report.